Manufacturer narrative:
Customer stated that they had spoken with the clinician that was concerned about the leukocyte esterase and clinician seems to feel as though there has not been an issue for the last month. Customer replaced the test table about a month ago and also discussed with the clinician about circumstances that might cause leukocyte esterase to be negative or undetected. Customer indicated that they believed there had been no significant difference with leukocyte esterase before and after the part was replaced. They felt that at this point the leukocyte esterase is a non-issue for them. Customer has continued to use the instrument since they initially called. Customer has not run further correlations and don't intend to at this time. Customer is satisfied with the instrument performance and results.

Manufacturer narrative:
Customer indicated that they always dries test table using kimwipes. Siemens representative advised customer to use air-dried wipes. Customer performed correlation studies between two instruments (B)(4). All qc results were in range and all correlation examples between the two instruments were within expected variation as per the multistix 10 sg IFU. The cause for the issue is unknown.

Event description:
Customer reported false negative leukocyte results on the instrument. There was no report of injury due to this event.